Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. Another mesh was implanted on (B)(6) 2008 and another mesh was implanted on (B)(6) 2011. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2008 due to symptomatic pelvic relaxation and cystocele. It was reported that the patient underwent an enterocele repair on (B)(6) 2012. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to mesh exposure, pain, prolapse symptoms and urinary incontinence. Additionally, it was reported that following insertion the patient experienced not being allowed to lift at work in the kitchen. She reports pain and painful intercourse. She had recurrent infections until her 2013 removal. There is incontinence caused by cough and sneezing. Her bowel problems persisted from the time of implant until the 2013 removal. Patient is depressed, she believes that the problems put all intertwined and lead to her divorce after 30 years of marriage. She has also experienced mesh exposure, abnormal bleeding and recurrent prolapsed. No additional information was provided.